Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cea results from the cobas e 801 analytical unit. The initial result was 5.84 ng/ml. This result did not match the patient's clinical diagnosis. The repeat result was 1.79 ng/ml and was more consistent with the historical results for the patient. The questioned result was not reported outside the laboratory.

Manufacturer narrative:
Medwatch fields d4 lot no, d4 catalog no, primary UDI number, and g1 were updated. A general reagent or analyzer problem was not present, because the qc before the event was within ranges. The investigation was unable to determine a specific root cause. No product problem was found.